Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner insulation of the lead became extrinsically distorted due to buckling. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after two attempts the right atrial (ra) lead screw would not move in any direction. Testing the lead outside the patient showed the same. The lead was not implanted. No patient complications have been reported as a result of this event.